Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving differences in reading between sensor glucose and blood glucose readings. Customer also reported that their insulin pump was repeatedly exposed to xray machines. Customer reported receiving calibration errors. Blood glucose level was 290 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor, and it passed per specifications with accurate readings.